Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn 34821) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the brake gap was out of specification and was not adjustable due to a failed drivetrain motor. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The investigation revealed that the drivetrain motor brake gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"), triggering the system error. The brake gap could not be adjusted and continued to open out of specification; therefore, the drivetrain motor assembly was replaced to resolve the problem. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn 34821.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the autopulse platform (sn (B)(6) startup for patient call, the device displayed a "out of service" and "attempting connection" message. No consequences or impact to the patient.